Manufacturer narrative:
Result - cracked footboard modules with broken tabs.

Event description:
It was reported by service report that the footboard modules were cracked, and the tabs were broken, with no sharp edges exposed. It is unk if there was pt involvement. However, no adverse consequences were reported.